Event description:
Additional information received indicates that the patient's ipg pocket was revised on (B)(6) 2021. The ipg was relocated and new pocket was created the issue was resolved through the revision.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Event date is estimate.

Event description:
It was reported that the patient is experiencing pain at the ipg site. As result the patient may undergo surgery on a later date.